Manufacturer narrative:
Plant investigation: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint samples. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported reported a dialyzer blood leak alarm occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The rn reported that a hard restart was completed, however, 30 minutes later, a dialyzer blood leak alarm reoccurred. The blood leak was noted as being an internal blood leak. The machine, an artis physio machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were not being used during the event. Blood leak test strips were not used as blood was visible in the dialysate. There were no defects or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The rn reported that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical registered nurse (rn) reported that a dialyzer blood leak occurred during patient treatment. The rn reported a dialyzer blood leak alarm occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The rn reported that a hard restart was completed, however, 30 minutes later, a dialyzer blood leak alarm reoccurred. It was reported the circuit was discarded and the machine was pulled from treatment. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The rn reported that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Additional information was requested, however to date has not been provided.

Event description:
A user facility registered nurse (rn) reported reported a dialyzer blood leak alarm occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The rn reported that a hard restart was completed, however, 30 minutes later, a dialyzer blood leak alarm reoccurred. The blood leak was noted as being an internal blood leak. The machine, an artis physio machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were not being used during the event. Blood leak test strips were not used as blood was visible in the dialysate. There were no defects or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The rn reported that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: g2, h6 impact code additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.